Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly, according to medwatch report # (B)(4), patient experienced 3 dislocations and was revised to a constrained locking liner following a cup revision surgery in (B)(6) 2009.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed but the product was not returned.